Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt); "10 minute delay" (no code available). Product problem(s): "problem with dr's settings" (device operates differently than expected). A nurse reported problems with the doctor's settings. Because the system would not hold the settings, they had to be entered manually. Additional information was requested. Additional information was received: the nurse reported the issue occurred once during setup on the first day. The system was rebooted and all cases were completed with no issues. On the second day, during a case, the same issue occurred. The system was rebooted 3 times after which the system was switched out and their secondary system was used to complete the case. There was a 10 minute delay as a result of rebooting and the system switched out. There was no pt injury.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The doctor's memory was saved from the other system and loaded onto the reported system. The system was tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4)